Event description:
This is a report of peritonitis in a patient. The patient experienced peritonitis, which was manifested by cloudy effluent and abdomen pain. On the same day, the patient was hospitalized for the peritonitis. The treatment was not reported. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). Additional information received from a nurse: the patient was discharged from the hospital. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.